Event description:
The following information was reported to kci by the nurse: on (B)(6) 2011, the pt was discharged from the hospital with activ.a.c. Therapy in place. On (B)(6) 2011, at approximately 9:00 am, the pt was noted to have bleeding in the canister. The physician was contacted and the nurse was advised to leave therapy in place. The pt was reported to be asymptomatic. On (B)(6) 2011, at approximately 2:00 pm, the pt contacted the home health nurse with complaints of a blockage alarm with blood in the canister. The pt was seen by the home health nurse and who estimated 1/4 of the canister contained blood. Emergency medical services were contacted and the pt was transported to the emergency room. The pt was admitted to the hospital. The nurse stated that there is no allegation that activ.a.c. Therapy caused or contributed to the bleeding event as the pt was not hemodynamically stable prior to start of therapy and was having problems with bleeding before therapy was started.

Manufacturer narrative:
We are filing this report due to potential use error cannot be entirely ruled out due to limited information provided. On (B)(6) 2011, the device was tested per quality control procedures by kci field service employee, prior to placement with the pt. The device passed qc checks and met specifications. On (B)(6) 2011, the unit was returned to the kci service center for device evaluation. The unit was tested per quality control procedures. The device passed quality control and met specifications.